Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. In this case only limited information was provided. No indication for a product related root cause was identified. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use (IFU) closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the instruction for use state: '8f introducer for stent diameters of 10 mm and 12 mm 9f introducer for a stent diameter of 14 mm 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the instruction for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/ thrombosis' was found mentioned under potential adverse events that may occur. B5, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a stent placement procedure in common iliac vein (civ) to external iliac vein (eiv) of left lower limb via common femoral vein (ipsilateral). On (B)(6) 2025, a 67-year-old female patient came to the hospital for first month follow up. During the dus scan was performed, it was reported that there is occlusion of the common iliac vein (civ), external iliac vein (eiv), and common femoral vein (cfv). On (B)(6) 2025, the secondary intervention was performed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, patient underwent a stent placement procedure in common iliac vein (civ) to external iliac vein (eiv) of left lower limb via common femoral vein (ipsilateral). On (B)(6) 2025 a patient came to the hospital for first month follow up. During the dus scan was performed, it was reported that there is occlusion of the common iliac vein (civ), external iliac vein (eiv), and common femoral vein (cfv). The current status of the patient was unknown.